Event description:
Material#: unknown. Batch number#: unknown. It was reported by consumer that customer is stating they are having an issue with the 25g 1 inch needles. She stated they are meeting a resistance when trying to administer the vaccine. They are not able to push the plunger all the way through. She currently does not have the product number or lot number as she was not at work when she called this in. They do have samples to return if needed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a140901 - complete blockage. Patient problem code: f26 ¿ no health consequences or impact.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.